Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics (doses, routes and frequency not reported) for the event. The patient was treated at home and was not admitted to the hospital for the event. At the time of this report, antibiotic therapy was completed, the patient was recovered and reported ¿feeling very well¿. Pd therapy was ongoing. No additional information is available.